Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from (B)(6) alleged that they received potential false positive results for 3 patients¿ samples that were tested using the kit cobas 6800/8800 sars-cov-2 480t analyzed on the cobas® 6800/8800 system. The customer reported that they had 2 batch runs with 3 patients¿ samples analyzed on the cobas® 6800/8800 system. Control batch run #10135 contained 3 patients¿ samples that generated sars-cov-2 positive results the 3 patients¿ tested sars-cov-2 negative in control swabs 1 ¿ 2 days later. New swabs from 2 of the patients¿ were analyzed in batch run #10167 that generated sars-cov-2 negative results. A different swab for the three patients¿ were tested and analyzed on a different platform the biopharm rida gene sars-cov-2 (target e-gene) that generated sars-cov-2 negative results for each of the patients¿. No harm or injury was indicated. Patient sample was collected using oropharyngeal swabs in cobas pcr media tubes. An investigation into the customer's allegation did not identify a product problem. Two (2) mdrs will be filed one for each batch run as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. A batch MDR is being submitted to represent the 2 samples batch run #10167. This will represent one event on a single device as per FDA guidance. (B)(4).